Event description:
While in use device shut down and began to smoke. The pt was removed and the device has disconnected and removed from service. According to svc report there was a strong burning electronic smell and the bridge connector on the miscellaneous ac board was found to be melted and charred. The same problem also occurred on a different date in 1992. It was felt that the problem was a mfg defect with a strong potential of hazard to pts. MFR was contacted and rep said to check the connector if the screen went blank. He also said a modification was made in 1988 to "eliminate the connector and soldered wires directly to circuit board." On 5/23/94 the MFR sent a svc rep who replaced the defective power supply. (*)